Event description:
It was reported that the doctor noted a 'mechanical defect/fracture'. The electrical parameters appeared to be normal, but the doctor elected to cap the lead. No patient complications have been reported as a result of this event.